Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had a "hard fall" on her left side. She got caught on an elevator door and fell backwards hard on her spine and head. Since the fall, she was not feeling vibrations or volts. The patient increased stimulation to 2.85 volts at stage two and was still not feeling stimulation. They asked if it was dangerous if the device was not working or if the device moved or pulled out. This fall, which occurred on (B)(6) 2016, could be related to the reported issue. Therapy never helped the patient and she did not know what the therapy was supposed to do. Nothing changed for her since having the implant. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.